Manufacturer narrative:
Under (B)(4) law, patient information is considered confidential and will not be released by the hospital. Based upon the information that breas medical presently possesses, it is unable to confirm whether the event is reportable under the standard set forth in the applicable FDA regulations and guidance. Accordingly, in an abundance of caution, breas is filing a medwatch report for this event.

Event description:
Homecare provider in (B)(6) reports a problem with a vivo 50 homecare ventilator, stating: "the device fell down but was protected in the protective case. The patient claims that the device stopped without alarming. He says that it got damaged because of a sticked out bacteria filter on the outlet.." The reporter claims there was no patient injury as a result of the reported event, but no further information is given as to whether the device actually gave any alarm. Based on the information provided at this time, indicating a possible use error and with no conclusive evidence as to whether the device did stop unexpectedly or not, the reported event is considered reportable per 21 cfr part 803.3.